Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis despite multiple requests from the field; therefore, a technical analysis could not be performed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. This device was explanted and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.